Event description:
It was reported the patient¿s stimulator was acting up and a mind of its own. It was noted the stimulator battery was showing depleted the morning of the call. It was reported the patient had charges three days prior. It was noted that checking the stimulator again showed a full charge level. It was reported the patient¿s stimulation was adjusting with body position and they did not think they had adaptive stimulation on. It was noted the voltages were changing with body position as well. It was noted the patient¿s stimulation was too high and causing them to get sick. It was reported the patient was not trained on how to decrease stimulation. It was noted the patient was later shown by a manufacturer representative how to use the programmer. It was reported the patient was in pain and wanted to increase stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID 39565-65 (B)(4) implanted: (B)(6)2014 product type lead product ID 97740 (B)(4) product type programmer, patient product ID 97740 (B)(4) product type programmer, if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that in the past he would get sick when I laid down, it started a few years ago and later confirmed it started in 2015 and the healthcare provider (hcp) made it so it turned off when I laid down. It was noted that it didn¿t appear this issue was still happening. The patient also reported a positional stimulation issue that occurred in the past which had since been fixed when the hcp made it so stimulation turned off when the patient was laying down. No further complications were reported.